Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. X-rays were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb-pt lat prox 2h tibial plate, 5h, l on the left side on (B)(6) 2013. During transition from partial load (20 kg) to full load on or about (B)(6) 2013, breakage of ncb-pp plate was noted. The patient was revised on (B)(6) 2013.